Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic after device alert for pacing lead impedance out of range. Lead image did not reveal slack. The device migrated down two ribs and which could possibly caused change in lead impedance. Increased capture threshold was also noted. The physician was not sure if the device was secure in the pocket originally. Sub-muscular implantation to avoid further migration and lead replacement was planned. The lead was explanted and replaced. The procedure went well without any complications.